Manufacturer narrative:
H2, h3, h6: the returned 4 tray battery pack was analyzed, and no failures were found. Codes 213 and 67 are applicable, as it previously reported code 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The error was not occurring upon arrival. After stress testing the system it was found that battery 4 (tray 2) was slightly weaker in amps than the others. Upon removal from the system a stain from battery leakage was noted. The tray was replaced and the system was performing as intended. Codes 10, 120 and 4307 are applicable. The battery tray was returned for analysis but analysis has not yet begun. Codes 4118, 3233 and 11 are applicable. Other relevant device(s) are: product ID: bi71000163, serial/lot #: none. Product ID: bi71000162, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that when moving the image acquisition system (ias), the battery indicator on the rear panel showed the first bar being red, the second through fourth bar blue and the fifth blank. System was still driving fine and was not giving any errors on the pendant or mobile viewing station (mvs). Technical services requested that the site reboot the system to see if issue resolves. It is unclear if reboot resolved the issue. No patient present. It was reported that replacing the battery resolved the issue.